Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and implantable right ventricular (rv) defibrillation lead exhibited increasing high out-of-range shock impedance measurements, and shock impedance measurements were currently around 160 ohms. It was noted that no shocks were delivered on this device. Technical services (ts) reviewed possible options including performing commanded shocks and/or lead revision. This crt-d and lead remain in service at this time. No adverse patient effects were reported. Additional information received indicated that this cardiac resynchronization therapy defibrillator (crt-d) and implantable right ventricular (rv) defibrillation lead recorded a code 1005, indicative of an open circuit condition detected during shock delivery due to an out-of-range shock impedance measurement greater than 145 ohms. The crt-d was explanted and replaced, and the rv lead was connected to the new crt-d. The painless shock lead impedance measurement was 94 ohms with the new crt-d. Commanded 41j shock was performed with the new crt-d, and a high out-of-range shock impedance measurement of 127 ohms was observed without a code 1005. Technical services (ts) explained that the observed code 1005 with the previous crt-d was indicative of compromised lead integrity, however the medical decision was made to continue using and monitoring this rv lead. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. -- the returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and implantable right ventricular (rv) defibrillation lead exhibited increasing high out-of-range shock impedance measurements, and shock impedance measurements were currently around 160 ohms. It was noted that no shocks were delivered on this device. Technical services (ts) reviewed possible options including performing commanded shocks and/or lead revision. This crt-d and lead remain in service at this time. No adverse patient effects were reported. Additional information received indicated that this cardiac resynchronization therapy defibrillator (crt-d) and implantable right ventricular (rv) defibrillation lead recorded a code 1005, indicative of an open circuit condition detected during shock delivery due to an out-of-range shock impedance measurement greater than 145 ohms. The crt-d was explanted and replaced, and the rv lead was connected to the new crt-d. The painless shock lead impedance measurement was 94 ohms with the new crt-d. Commanded 41j shock was performed with the new crt-d, and a high out-of-range shock impedance measurement of 127 ohms was observed without a code 1005. Technical services (ts) explained that the observed code 1005 with the previous crt-d was indicative of compromised lead integrity, however the medical decision was made to continue using and monitoring this rv lead. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and implantable right ventricular (rv) defibrillation lead exhibited increasing high out-of-range shock impedance measurements, and shock impedance measurements were currently around 160 ohms. It was noted that no shocks were delivered on this device. Technical services (ts) reviewed possible options including performing commanded shocks and/or lead revision. This crt-d and lead remain in service at this time. No adverse patient effects were reported.